Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (15 mg/ml at 3.85 mg) via an implantable pump for low chronic back pain and non-malignant pain. It was reported that the company representative (rep) initially thought the patient was getting a pump replacement but then they were told the healthcare provider (hcp) was going to revise the catheter instead. Apparently the patient is having an unrelated back surgery and the patient said something to the effect that the catheter wasn't in the right place, but at this point they were unsure whether this was because of the other surgery or if there was an actual problem with the catheter. The patient was scheduled to have catheter revision, but it was then seen that catheter tip was embedded in the tissue so the hcp was unable to retract the catheter, so everything was left as is. It was unknown if there were external factors that led to the event. The event was not resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.